Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support guided the customer through a series of steps, including disconnecting and adjusting tubing, delivering boluses, and finally replacing supplies as necessary to resolve the issue and resume insulin therapy.